Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter had segments missing from the display. This complaint was classified based on the customer service representative (csr) documentation. The alleged product issue first occurred around ¿7 months¿ prior to the alert date of (B)(6) 2015. The patient stated that they had just not called lfs about this issue until now. The patient manages his diabetes with unknown dosages of insulin (no adjustments) and he stated that over the past few months he had changed his food and drink routine as he had been living in the united states. The patient stated that just after the product issue started, around seven months ago, he developed a ¿headache¿ and felt ¿sweaty and dizzy¿. The patient made no changes to his insulin intake, but on his return to (B)(6) he visited his doctor and had his insulin routine changed. He now takes ¿novorapid (8 units before breakfast, 7 units before lunch and 4 units before dinner) as well as ¿00.20 units lantus insulin¿ at night. The patient did not use any other device to test his blood glucose levels over this period of time. At the time of troubleshooting the csr noted that there was no misuse of the product. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient allegedly suffered symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/27/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd cable was found to have lcd flat cable peeled off the lcd glass at pins #1-6 and 26-29. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.